Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is unable to enter MRI mode and diagnostics revealed high impedances bilaterally after a patient fall. As a result, surgical intervention may be undertaken to address the issue.